Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the sensor kit expiration date is 30 jun 19. A medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2021, the customer obtained an unspecified low glucose scan and had a loss of consciousness and could not treat themselves. The customer regained consciousness and then self-treated with glucose and was "fine". Hcp contact was made and the customer was diagnosed with hyperglycemia, however, no third-party medical treatment was reported. No further information was reported. There was no report of death or permanent injury associated with this event.